Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for a separate issue. During the device analysis, the service team indicates that flickering was observed, the printed circuit board and universal serial bus board are affected by water seepages function was not working, water seepage traces were observed on the front panel. There was no patient involvement.